Manufacturer narrative:
It was noted that the device is not available for evaluation. A review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left knee was revised due to instability. Intra-operatively, extensive deformation was observed on the top rear of the insert. Surgeon confirmed that no implants were malaligned or malpositioned. A 3x13 cr insert was exchanged for a 3x19 cs insert. Rep provided explant pictures and reported that no further information is available.